Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history was not performed as there was no device issue reported. The event and provided imaging were reviewed by an abbott senior director of medical affairs. Based on all available information, the reported off-label use is related to the user not implanting the device on the mitral valve. As an in-service is already being provided for this procedure to address the issue of not implanting the mitraclip on the mitral valve, an additional in-service will not be provided. The reported unrelated death appears to be related to patient condition (advanced eisenmenger's syndrome). The reported foreign body in patient appears to be related to procedural conditions. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: two (2) photographs, both capturing fluoroscopy (left) and echocardiography (right), were provided. In the first photo, the fluoroscopic view appears to show the sgc, as the radiopaque tip ring and distal shaft marker band are visible. The sgc is entering the right side of the heart via the superior vena cava which aligns with the reported incident details that the first mitraclip device was used off-label on the tricuspid valve and was inserted via the internal jugular (which connects to the superior vena cava). There is no cds07 in view; rather, there appears to be snares or guidewire inserted through and exiting the sgc, presumably to aid in positioning. The echo image appears to be a two-chamber view, presumably of the right side of the heart, capturing what appears to be the sgc and guidewires. The second photograph shows one deployed clip and a cds07 device in active use in the fluoroscopic view. Reportedly, the first cds07 device was used to treat the tricuspid valve and the clip was successfully deployed on the septal-posterior commissure. As such, the deployed clip in the fluoro view is located on the tricuspid valve, and the second cds07 device in view is being used to treat the aortic valve. The cds is under straddled relative to the sgc, and the delivery catheter (dc) shaft is slightly extended. The clip is attached to the dc shaft and opened to ~120° indicating that the images was taken during grasping attempts on the aortic valve. The echo view captures the aortic valve during diastole. The photographs provided align with the reported off-label use of mitraclip devices the tricuspid valve and aortic valve. There are no other observations based on the images provided.

Event description:
It was reported that an off-label procedure was performed to treat aortic and tricuspid regurgitation with mitraclip devices. It was noted that the patient had congenital ventricular septal defect, was very ill with eisenmenger's syndrome and was not expected to live long (cardiologist estimated a month or two). The first mitraclip, lot #30829r1099, was implanted in the tricuspid valve. The physician had tried going through the internal jugular (ij) but got caught in the tricuspid valve and ended up in the posterior septal commissure. The second mitraclip, lot #30926a1063, was an attempt to implant a mitraclip in the aortic valve. All went well and the clip was attached to the right leaflet and to a non-leaflet. It was deployed and was well attached with a significant reduction of regurgitation. A third clip was attempted in the aortic valve, but it could not be positioned and was not deployed. The patient had congenital vsd, he was very ill and not expected to live long. The same night, the patient died. There were no observed or communicated issues regarding the mitraclip devices and the physician did not express that any aspect of the mitraclip procedure contributed to the patient death.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds0706-nt device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that an off-label procedure was performed to treat aortic and tricuspid regurgitation with mitraclip devices. It was noted that the patient had congenital ventricular septal defect, was very ill and was not expected to live long. The first mitraclip, lot #30829r1099, was implanted in the tricuspid valve. The physician had tried going through the internal jugular (ij) but got caught in the tricuspid valve and ended up in the posterior septal commissure. The second mitraclip, lot #30926a1063, was an attempt to implant a mitraclip in the aortic valve. All went well and the clip was attached to the right leaflet and to a non-leaflet. It was deployed and was well attached with a significant reduction of regurgitation. A third clip was attempted in the aortic valve, but it could not be positioned and was not deployed. The patient had congenital vsd, he was very ill and not expected to live long. The same night, the patient died. There were no observed or communicated issues regarding the mitraclip devices and the physician did not express that any aspect of the mitraclip procedure contributed to the patient death.